Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 cracked on battery compartment. Insulin pump passed displacement test. The following were noted during visual inspection: partially broken retainer, scratched case and pillowing keypad overlay. No cracks on battery compartment noted. The p-cap, reservoir does lock properly. Confirmed no cracks on battery compartment during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.